Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that there was a screen 59, settings not available, on the controller. They tried decreasing the amplitude to 0.0 ma and then increasing it to effect, at 7 ma, but that did not resolve the message. They reported that they would follow up with their healthcare professional (hcp). They noted that their trial started on (B)(6) 2016. It was also reported that the patient was not feeling stimulation. They had not seen an improvement in symptoms and they soaked everything the night prior to the report. They increased their stimulation to 5 and still couldn't feel the stimulation. They further stated that they hadn't felt stimulation since they left the office. They added that they only had one lead because they couldn't get through to place the other one. On (B)(6) 2016, it was reported that the patient had a very high fever. They had called the physician, but also stated that they needed to call 911.